Event description:
There was a report that the pump battery would not charge. Blood glucose level was not adversely impacted, as it remained below 500 mg/dl (27.7 mmol/l). The customer was instructed to plug the pump into a different wall outlet and attempt charging with another cable, which resolved the issue. A replacement tandem charging cable was sent to the customer, and no further assistance was needed.